Event description:
It was reported from a sales representative who had heard a rumor while at the internal icw of an incident that occurred within the past two weeks. The incident involved a teleflex device and a female patient that expired. It was stated a doctor had attempted to remove an intra-aortic balloon (iab) while in the cardiac cath lab and met resistance. Thus the doctor pulled harder which caused plaque to dissolve from the inner wall of the vessel. No further details could be retrieved. To date, no official information or request on this incident has been submitted. There is no information about the batch number or product number and no exchange has been requested. It is not known if a 30cc or 40cc iab was used. What is known is that the pump worked without alerts until the patient was taken to the cardiac cath lab.

Manufacturer narrative:
(B)(4).